Manufacturer narrative:
Additional information: d4: expiration date (update the null value to "n/a"), d9, h3, h4, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed on the sample; the device was found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set with duo vent spike was leaking from the proximal y site. The issue happened when the secondary tubing was connected to the primary solution line. Blood backed up into the tubing, and liquid began flowing out through the y site unexpectedly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.